Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
ICD was implanted on (B)(6). Wave height decrease and pacing failure were confirmed via home monitoring on (B)(6). When checked at the hospital, perforation was confirmed in the ventricle. Perforation was treated and lead was replaced due to screw was not retracting when tried to replace it.